Event description:
A pt service representative (psr) contacted zoll customer support while assisting a (B)(6) male pt to report an inability to complete a baseline. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete baseline) has been confirmed. Upon evaluation, there was an open red (-5v) wire inside ECG electrode b. The wire was broken at the solder joint on the pca board. The cause of the inability to complete a baseline is the open wire. The root cause of the open wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged wires. The pt received a replacement electrode belt.